Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the 2 threads break post op on the same patient? Yes. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The patient is a 1 year-old female dog. Name of index surgical procedure? Ovary hysterectomy. Please describe the appearance of the suture during the second procedure. The suture appeared broken on the fascia and in the subcutaneous tissue. What is the patient's current status? There were no consequences on the patient. Surgeon¿s name? Dr. (B)(6). 1. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? During reoperation. 2. Name of index surgical procedure? Cystotomy. 3. The diagnosis and indication for the index surgical procedure? Bladder urolithiasis. 4. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. 5. On what tissue was the suture used? Muscle fascia and subcutis. 6. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. 7. How was the suture placed (interrupted or continuous)? Continuous. 8. How was the suture tied (square knot or multiple knots one end)? Surgical node with 7 sopranodes. 9. What tissue dehisced? Muscle fascia and subcutis. 10. Were there any precipitating stress factors that led to the suture breakage? No. 11. Onset date/time of dehiscence? (# post op days) 24 hours. 12. How was the dehiscence managed? Surgical revision. 13. Please describe any surgical intervention required for the wound dehiscence including date and findings. After 24 h, wound curettage and separate plane closure. 14. Please describe the appearance of the suture during the second procedure. The thread was broken in multiple points. 15. What symptoms did the patient experience following the index surgical procedure? Onset date? Eventration, 24 hours later. 16. Other relevant patient history/concomitant medications? Post-op therapy with amoxiclav. 17. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The thread broke due to an intrinsic fragility of the thread itself. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch reports: 2210968-2022-10454.

Event description:
It was reported that a dog underwent an ovarian hysterectomy on (B)(6) 2022 and suture was used. During the procedure, the thread was fragile. Afterwards, the wound dehisced and during the revision the thread looked broken both on the fascia and under the skin. Additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/7/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed one sealed box with thirty-six packets and one opened box with eight packets that pertain to product code z317ah were returned for analysis. In order to evaluate the conditions of the returned sample s, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. A functional test was performed, and the tensile strength results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted as part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.